Event description:
It was reported that the guidewire fractured and the burr detached. The 99% stenosed target lesion was located at the severely calcified circumflex artery. A rotawire and wireclip torquer and a rotalink plus were advanced from the left main artery into a severe 120 degree turn into the target lesion. The rotawire fractured right at the severe angle as it turned into the circumflex artery. The rota burr speed was set to 185,000 rpm. In attempts to retrieve the fractured rotawire the burr detached when the physician was pulling on the system to retrieve it back into the 6f guidecather. The physician was using a combination of snaring and balloon trapping technique. The rota burr and rotawire were removed successfully. The procedure was completed by rewiring the circumflex artery, ballooning with an angioplasty balloon and then stenting with a drug eluting stent. No patient complications were reported. Medwatch form received 24apr2019 further reported that the wire broke and burr separated from the shaft of the rotalink and sheared off the wire. The issue added time to the case, approximately 30 minutes.

Manufacturer narrative:
Device evaluated by manufacturer. Device was returned for analysis. The wire was broken on 10 cm from distal to broken section, overall length should be 330 cm, the other part of the device was not returned. It was found evidence of rotational wear in the broken section. It was found that the returned wire was severely kinked. Dimensional inspection of the overall length, outer diameter (od) of distal tip and od of middle of the device could not be measured due to the device condition. Dimensional inspection of the od of proximal section was performed and was within specification. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that the guidewire fractured and the burr detached. The 99% stenosed target lesion was located at the severely calcified circumflex artery. A rotawire and wireclip torquer and a rotalink plus were advanced from the left main artery into a severe 120 degree turn into the target lesion. The rotawire fractured right at the severe angle as it turned into the circumflex artery. The rota burr speed was set to 185,000 rpm. In attempts to retrieve the fractured rotawire the burr detached when the physician was pulling on the system to retrieve it back into the 6f guidecather. The physician was using a combination of snaring and balloon trapping technique. The rota burr and rotawire were removed successfully. The procedure was completed by rewiring the circumflex artery, ballooning with an angioplasty balloon and then stenting with a drug eluting stent. No patient complications were reported. Medwatch form received 24apr2019 further reported that the wire broke and burr separated from the shaft of the rotalink and sheared off the wire. The issue added time to the case, approximately 30 minutes.

Event description:
It was reported that the guidewire fractured and the burr detached. The 99% stenosed target lesion was located at the severely calcified circumflex artery. A rotawire and wireclip torquer and a rotalink plus were advanced from the left main artery into a severe 120 degree turn into the target lesion. The rotawire fractured right at the severe angle as it turned into the circumflex artery. The rota burr speed was set to 185,000 rpm. In attempts to retrieve the fractured rotawire the burr detached when the physician was pulling on the system to retrieve it back into the 6f guidecather. The physician was using a combination of snaring and balloon trapping technique. The rota burr and rotawire were removed successfully. The procedure was completed by rewiring the circumflex artery, ballooning with an angioplasty balloon and then stenting with a drug eluting stent. No patient complications were reported.